Manufacturer narrative:
Per -2081 final report. Post primary and pre revision x-rays, operative notes and patient details were provided and reviewed at corin. The explanted devices could not be provided for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this event, the root cause could not be identified and no further investigation can be conducted. Therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the cup and liner after approximatively 7 years and 7 months due to loosening of the cup.

Manufacturer narrative:
(B)(4) initial report. Post primary and pre revision x-rays, operative notes and patient details have been provided for this event and will be reviewed at corin. Details of this review will be provided in a supplemental report upon completion of the investigation. The explanted devices are not available to return to corin for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup and liner after approximately 7 years and 7 months due to loosening of the cup.